Event description:
Additional information received: doctor advised that the patient does not have any pre-existing medical conditions, the patient was treated by general practitioner and was prescribed nystatin tablets (anti-fungal) for approximately 1 week. The patient has altered taste in her mouth, has gained the ability to taste, however it is still altered and has tip of tongue irritation. Doctor believes that the patient used a cleaning agent (unknown what kind) to clean the appliance. The device is not available for return. The device was delivered to the patient in (B)(6) of 2017, and the patient stopped using the device in (B)(6) of 2017. No adjustments made to the appliance during nor after delivery. Additional information was received at a later date, and it was reported that the doctor then stated that the device was cleaned w/ tap water, patient followed the instructions that came with the appliance. Patient's altered taste perception ("everything taste bland"), medical professional prescribed nystatin lozenges, doctor saw the patient with reddened, irritated tongue tip with slightly changed contours. Mucosa was normal, affected area was localized to the dorsal, anterior third of the tongue with no systemic symptoms.

Manufacturer narrative:
A device was not returned for an evaluation and investigation. Therefore, a review of the patient's case history was performed for this patient device. It was confirmed that a sleep apnea device (ema) was made according to the patient's rx. A historical review was performed by the supplier and glidewell for any similar reported incidents. There were one other complaint received per the supplier for a similar reported incident. The supplier reviewed the lot numbers for the disc, buttons, and bite pads. There were no issues found, no process changes, nor new process-aids used. In addition, additional testing for potential allergic contributing factors to thermoforming mouthguards is on-going. Based on the information provided, it was reported that the device may have been cleaned with a cleaning agent (unknown what type). However, the IFU provides a warning: do not soak in mouthwash, denture cleanser, hot water, alcohol or place in direct sunlight. If the mouthguard becomes loose, tight or causes you any discomfort, contact your dentist immediately. Without the product a root cause could not explicitly be determined; however, the event will be tracked and trended.

Manufacturer narrative:
This complaint is under investigation and a follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that a patient used an ema custom made appliance for 5 to 6 nights, resulting in inflammation and blisters inside the mouth. The patient was unable to sleep and lost her ability to taste. The patient was prescribed an antibiotic for a duration of approximately one week.